Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was discarded by the hospital. However, x-rays were reviewed and non-union was confirmed. Device and complaint history records were reviewed for this lot, no relevant manufacturing issues or similar complaints were identified. The surgical technique guide was reviewed and the following was found to be relevant: delayed union or nonunion: internal fixation appliances are load sharing devices which are used to obtain alignment until normal healing occurs. In the event that healing is delayed, does not occur, or failure to immobilize the delayed/nonunion results, the implant will be subject to excessive and repeated stresses which can eventually cause loosening, bending or fatigue fracture. The degree or success of union, loads produced by weight bearing, and activity levels will, among other conditions, dictate the longevity of the implant. If a nonunion develops or if the implants loosen, bend or break, the device(s) must be revised or removed immediately before serious injury occurs. The most likely cause of the reported event was determined to be due to the delayed healing and non-union reported after 10 months.

Event description:
It was reported that a tritanium pl cage at l4/5 migrated approximately 9 months post-operatively. During revision surgery to remove the cage, it was noticed there was also a loose trio pedicle screw which subsequently was removed. The patient hadn't fused and was experiencing pain. This report captures the cage.

Manufacturer narrative:
Hospital discarded.

Event description:
It was reported that a tritanium pl cage at l4/5 migrated approximately 9 months post-operatively. During revision surgery to remove the cage, it was noticed there was also a loose trio pedicle screw which subsequently was removed. The patient hadn't fused and was experiencing pain. This report captures the cage.